Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
The arthroplasty was revised due to polyethylene wear. The components were implanted in situ for ~15.0 y. The tibial insert component was revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 7.

Manufacturer narrative:
Pt ID should read, "(B)(6)." An event regarding wear involving a duracon insert was reported. The event was not confirmed. Method & results: device evaluation and results: images of the devices were provided. Severe wear was identified on the articulating surface of the polyethylene. Discolouration was also present which is consistent with in vivo service. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: not performed as the lot details were not received. Complaint history review: not performed as the lot details were not received. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The arthroplasty was revised due to polyethylene wear. The components were implanted in situ for approximately 15.0 y. The tibial insert component was revised. The patient presented with a ucla score of 6 three months prior to revision surgery and a maximum score of 7.